Manufacturer narrative:
H3: product analysis of part # nav2133 ; lot # em19a031 visual and optical inspection confirmed about 2 threads of the inserter locking tube have broken. It appears the threads were broke/damaged due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, inserter would not insert into implant. It was later found that the inserter had several threads that had been broken off. Procedure/technique performed was transforaminal lumbar interbody fusion at l5/s. There was no allegation/malfunction associated with reported cages. There were no patient symptoms reported. There were no further complications reported regarding the event.